Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07323. It was reported the patient underwent a lead replacement surgery on (B)(6) 2015 (reference MFR report #: 1627487-2015-15230). During the procedure, the doctor could not get either of the two lead blanks into the target area. As a result, the doctor decided to abandon the procedure. The lot number of the second device is unknown.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.